Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the surgeon had difficulty seating the articular surface within the tibial component. Upon inspection of the device, the articular surface was noticed to be deformed and another device was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination identified that the dovetail feature was compressed down at least on one side and the rail was damaged; indicating that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. It is likely that the problems encountered are related to surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. \ device history record was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.